Event description:
Subsequent to the initial medwatch report, after further follow-up, the device used to successfully treat the patient was returned and not the actual complaint device related to the no cross.

Event description:
It was reported that during an interventional procedure to an unknown, moderately calcified lesion in the coronary artery, the 2.75 x 12 mm xience v rx stent delivery system (sds) did not cross the lesion and was removed. A 2.75 x 8 mm xience v stent was able to be implanted successfully to finish the procedure. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided. Subsequent information from the (B)(4) department revealed the device was returned without the stent and the balloon was loosely folded which makes this event reportable.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A followup will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Device evaluation: follow-up information received revealed that a device used to successfully treat the patient was returned for analysis and not the actual complaint device related to the no cross. Therefore, based on the new information, this event would not have been reportable.